Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain and tibial tray loosening at the cement to implant interface. The surgeon noted the removal of adhesions as well as some bone loss on the tibia due to difficulty removing the cement from the primary operation. The femoral component was well-fixed but revised. The patella component was retained. One depuy cement product was used during the primary operation. Competitor products were implanted during the primary operation. Doi: (B)(6) 2018. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed 08 november 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 3890 units released. Lot expiry date: 31 march 2019.